Event description:
The product damage documented in this pc has been identified during loan kit inspection, by the loan kit technician. The event date and alert date are the date that the inspection took place. There is no surgeon, procedure, or patient details available. No further information can be obtained as the case was not reported by the customer. The product when twisted, doesn't close the prongs.

Manufacturer narrative:
J&j medtech is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which j&j medtech has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, j&j medtech or its employees that the report constitutes an admission that the device, j&j medtech, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: investigation summary the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found that the internal components of the locking mechanism were broke. The broken fragments were not returned for evaluation. The observed condition of the device was consistent with a component failure that was caused by exposure to unintended forces. A dimensional inspection was unable to be performed due to the post-manufacturing damage. A functional test was performed, the external barring was move to the open/close position several times, but the locking prongs were no able to close or open. This condition is related to the damage observed on the internal components of the locking mechanism. The complaint condition was replicated; therefore, the allegation can be confirmed the overall complaint was confirmed as the observed condition of the small universal chuck with t-handle would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to component failure, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Dimensional inspection: n/a device history lot product code: 393.105 lot number: l236927 release to warehouse date: 16.dec.2016. Manufacturing site: werk hägendorf. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.